Event description:
It was reported that the patient with inflatable penile prosthesis was unable to get the device maximally inflated. It was identified that the right cylinder had a tear in outer layer of silicone that got stuck in corpora over time. The device was removed and replaced. No further patient complications were reported.